Manufacturer narrative:
The esheath and delivery system were returned for evaluation.  Imagery was provided that showed the sheath liner material was torn and circumferentially delaminated. CT images were provided as well showing patient anatomy depicting calcification in patient access vessel. During visual inspection the liner was confirmed to be torn 9¿ in length starting from strain relief and circumferentially delaminated 1.5¿ in length from distal tip. Bunching of the liner was observed due to delamination. The marker band was attached to the liner. Scratches were observed on the hdpe. Soft tip damage observed. 3 ml of residual fluid was left in the inflation balloon. Dimensional testing revealed that the sheath liner thickness measurements along the length of the tear were within specification at all measured locations. Functional testing was unable to be performed due to the nature of the complaint. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. A review of the complaint history from february 2019 to january 2020 revealed other similar returned complaints. No manufacturing nonconformities were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the similar events. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history revealed the monthly occurrence rate did not exceed the january 2020 control limits for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for the proper use of the edwards esheath introducer set and no deficiencies were identified. Per IFU, it was noted user should ensure the delivery system balloon is fully deflated prior to removal. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for sheath shaft withdrawal difficulty, sheath distal tip liner delamination, and sheath shaft liner torn were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported the sheath had proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per the complaint description, ¿the balloon may have not been completely deflated when pulled back into the esheath, which may have caused the prolapse and suspected "split" of the esheath.¿ upon inspection of the device, 3ml of residual fluid was found in the balloon confirming the presumption made in the complaint description. The training manual states to ensure that the delivery system balloon shall be full deflated prior to removal of the device. Failure to do so may lead to a larger inflation balloon profile during retrieval of the delivery system into the sheath. Interference between the inflation balloon and liner may lead to sheath delamination. Once the sheath is delaminated, the altered sheath profile may lead to difficulty retrieving the sheath from the access vessel.  Available information suggests that procedural factors may have contributed to the complaint events. Residual fluid remaining in the inflation balloon during retrieval may have contributed to the liner delamination, and the liner delamination may have contributed to the sheath withdrawal difficulty.  CT images provided show presence of calcification in the access vessels. Scratch marks observed on the device indicate that the sheath may have interacted with calcification in the access vessel. This interaction can cause weakening of the liner material and make it more susceptible to tear during delivery system advancement/retrieval. Available information suggests that patient factors (access vessel calcification) may have contributed to the reported complaint events. The complaints were confirmed. Available information suggests the withdrawal difficulty and liner delamination were due to procedural factors (residual fluid left in the delivery balloon). Available information suggests the liner tear was due to patient factors (access vessel calcification). No manufacturing non-conformances were identified in the returned devices. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, no corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. The balloon was believed to have not been completely deflated when pulling back into the sheath which caused the sheath to become "prolapsed" leading to aortic/iliac stent grafts. There was resistance with withdrawal of the sheath. The delivery system was removed and then withdrawal of the sheath was attempted and resistance was met. This was due to a distal portion of the sheath (rt leg insertion) had prolapsed on itself and was wedged in the right common iliac preventing easy removal. The patient had a significant drop in blood pressure. An abdominal angiogram was taken and a perforation was seen in the distal abdominal aorta. It could not be determined if the right iliac had a perforation. An occlusion balloon was inserted in the aorta and aorta/iliac stent grafts were deployed. Per medical opinion the esheath likely split. An excessive amount of force was not used. The devices were removed percutaneously. Four hours post procedure the patient became hemodynamically unstable and was transferred to surgery where an aortic dissection was observed. The patient expired same day due to hemodynamic shock. Photos of the device showed liner delamination and liner torn.

Manufacturer narrative:
Reference CAPA-(B)(4).